Event description:
Info received by gore indicate the pt received a gore circular bioabsorbable seamguard 2009. The physician observed a clinical anastomotic leak three days alter. The anastomotic leak repaired one week later. Additionally, the physician communicated he would not blame the product for the leak in the irradiated pt.

Manufacturer narrative:
Review of mfg records. Review of mfg records confirmed device met pre-release specification.